Manufacturer narrative:
The technician isolated the issue to an electrical drift caused by the manual selector. Repairs have not been completed.

Event description:
Info received indicates the head section would drift approx three degrees over two hours.